Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Based on the device identification the complaint databases were reviewed for similar reported events regarding crack/fracture. Lot ID: there have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During tibial impaction with the trial, the blue foot broke off the metal impactor.